Event description:
Pt's mother reported 2 months ago, the pt experienced elevated blood glucose levels of up to 400 mg/dl. Treatment received was not provided. Mother stated the doctor thought the problem was due to the infusion set and advised them to change it completely and to take it from different boxes. Mother reported the issue persisted. Mother stated once they substituted the infusion device with the backup infusion device and the blood levels returned to normal. Pt's normal blood glucose range was not provided. Mother reported during that time, the infusion device did not give any error or alarm. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.